Event description:
It was reported that during a prostate procedure the "aim beam fired straight". The user experienced a forward firing condition. The procedure was completed with a second fiber. Patient outcome: "good. No patient injury."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is halfway fractured at the bevel edge, distal to glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tube shows signs of stretching at the open end area. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot# changed from 320h to 318h. Serial# changed from (B)(4) to (B)(4). Expiration date changed from 05/31/2015 to 04/30/2015. Device manufacture date changed from 05/01/2013 to 04/01/2013.